Event description:
Reprise IV post-market study. It was reported that endocarditis occurred. The index procedure was in (B)(6) 2019. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg aspirin and of 300 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with the subsequent deployment a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented emergently with increased weakness. The subject also had headache and fever from past 2-weeks and was on tylenol with little effect. The subject was noted with fever during this hospitalization and was started on second course of antibiotics. Physical examination revealed nasal congestion, palpitations and weakness. One day later, echocardiogram (echo) revealed mildly dilated left ventricle, mild concentric left ventricular hypertrophy and moderate to severe mitral valve regurgitation. One day later, repeat echo revealed borderline dilated left ventricle with normal left ventricle thickness, thickened mitral valve leaflets with 4 mm mobile echo density attached to anterior leaflet tip on atrial side concerning of vegetation. Well seated bioprosthetic valve which has small, linear, approximately 7 mm mobile echo density attached to posterior facing bio-prosthetic leaflet which is concerning of vegetation. On the same day 2/2 bottles of blood cultures drawn were positive for gram positive cocci and suspected to be streptococcus species. The subject was diagnosed with mitral and aortic valve endocarditis and hence was started on antibiotic therapy with rocephin and vancomycin. One day later, computed tomography (CT) of the heart revealed small focus of hypoattenuation along the prosthetic valve leaflets anteriorly, cannot differentiate thrombus from vegetation. Small amount of thickening ventricular surface of mitral valve could be normal defer to echocardiography and extracardiac sutures with no acute findings. In (B)(6) 2020, the initial 25 mm lotus edge prosthetic aortic valve was explanted, left atrial appendage was ligated and debridement and reconstruction with bovine pericardium was performed. A 21 mm non-boston scientific aortic bioprosthetic valve was implanted and the native mitral valve was replaced with 27 mm non-boston scientific bioprosthetic valve. It was further reported that the event was related to valve dysfunction. In (B)(6) 2020, the subject was discharged on aspirin.

Event description:
Reprise IV post-market study it was reported that endocarditis occurred. The index procedure was in (B)(6) 2019. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg aspirin and of 300 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with the subsequent deployment a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented emergently with increased weakness. The subject also had headache and fever from past 2-weeks and was on tylenol with little effect. The subject was noted with fever during this hospitalization and was started on second course of antibiotics. Physical examination revealed nasal congestion, palpitations and weakness. One day later, echocardiogram (echo) revealed mildly dilated left ventricle, mild concentric left ventricular hypertrophy and moderate to severe mitral valve regurgitation. One day later, repeat echo revealed borderline dilated left ventricle with normal left ventricle thickness, thickened mitral valve leaflets with 4 mm mobile echo density attached to anterior leaflet tip on atrial side concerning of vegetation. Well seated bioprosthetic valve which has small, linear, approximately 7 mm mobile echo density attached to posterior facing bio-prosthetic leaflet which is concerning of vegetation. On the same day 2/2 bottles of blood cultures drawn were positive for gram positive cocci and suspected to be streptococcus species. The subject was diagnosed with mitral and aortic valve endocarditis and hence was started on antibiotic therapy with rocephin and vancomycin. One day later, computed tomography (CT) of the heart revealed small focus of hypoattenuation along the prosthetic valve leaflets anteriorly, cannot differentiate thrombus from vegetation. Small amount of thickening ventricular surface of mitral valve could be normal defer to echocardiography and extracardiac sutures with no acute findings. In (B)(6) 2020, the initial 25 mm lotus edge prosthetic aortic valve was explanted, left atrial appendage was ligated and debridement and reconstruction with bovine pericardium was performed. A 21 mm non-boston scientific aortic bioprosthetic valve was implanted and the native mitral valve was replaced with 27 mm non-boston scientific bioprosthetic valve.